Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 12/19/2017. Device evaluation: the sample was evaluated. The plunger was not advanced nor locked. The lens was observed in the lens chamber. No viscoelastic residues were observed inside the cartridge. The cartridge cap protector was not returned. A hole in the cartridge tip was observed. The complaint reported was confirmed. Based on how the sample was returned (handled), it cannot be ruled out that the preparation process was a possible cause. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after opening the intraocular lens (iol), it was found that the tip of the cartridge was partially damaged. The box and wrappers were sealed. There was no patient involvement. No additional information was provided to abbott medical optics.